Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately six weeks post index procedure, the patient experienced leg pain and had occlusion within the endurant stent graft limb. The physician elected to perform thrombolysis and the event was resolved. Per the physician, the cause of the event was due to patient anatomy. No additional sequelae were reported and the patient is fine.